Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; therefore, the visual inspection of the returned stemmed tibial component confirmed that the device was fractured. It was also noted that there were signs of repeated use as well as nicks and gouges. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Review of the fracture analysis suggested that tibial plate likely fractured from fatigue fractures, which suggest the plate was structurally unsupported while under a cyclic compressive load overtime. Material analysis confirmed that the device was conforming to specifications. X-ray review identified radiolucency surrounding the entire tibial component, which suggests loosening and lucency along the medial tibial plateau. It also suggests possible bone loss near the tibial plate. X-ray review identified no radiolucency along the femoral component. Absence of the bone support under the tibial tray could have lead to fracture of the device because of instability and fatigue. However, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen lcck femur, unknown nexgen lcck bearing. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a tibial component revision 6 years post initial surgery due to posterior medial portion of the tibial baseplate fracture and pain.